Manufacturer narrative:
(B)(4). The complaint bc2435-20 neonatal oxygen therapy nasal cannula is manufactured by salter labs in (B)(4), for fisher and paykel healthcare. Method: the complaint device was returned to fisher and paykel healthcare in (B)(4) for investigation where it was visually inspected. Results: upon visual inspection it was noted that the pvc tube had detached from both the left and right sides of the nose piece. There was evidence of a sticky substance on the surface of the tubes. Conclusion: during manufacture by salter labs, a bonding agent is applied to the outside surface of the tube and then inserted into the nasal interface. This is a manual process. As there was no damage to the surface of the tubing, it appears that either insufficient bonding agent was applied to the cannula during manufacturing or that the bonding material applied had not bonded properly, as a bond broken by force would have caused damage to the tube surface. The manufacturer of this device has been notified of this complaint and is conducting their own investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that three bc2435-20 neonatal oxygen therapy nasal cannulas disassembled while in use on a patient. No patient consequence was reported.